Manufacturer narrative:
Concomitant medical products: product ID: 9735736, software version #: (B)(4). Software analysis was performed, and it was found that this is a known software issue. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was an error message that read "error: quikmark may not be able to support this amount of data, if it crashes please contact technical services." After upgrading 1.3. The site was unable to generate qr codes. This was reported outside of a procedure. There was no patient involved. It was later reported that the local representative (cs) sent an image of qr codes, and the issue was replicable. Quickmark would scan 6/7 qr codes but could not process the 7th code. A work around was used. Individual images were taken of each code on a smart phone and copy/pasted to into siu email.